Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The unit was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten and no motion sensor test failure alarm noted during test. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error, and an additional error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 87 mg/dl. The insulin pump was returned for analysis.